Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe insulin drip out of the infusion tubing during the load fill tubing sequence with multiple infusion sets. The customer's blood glucose level ranged between 140-160mg/dl. Supply changes were performed to resolve the issue. As the issue had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the issue.